Event description:
Event was based on article j neurointervent surg 2011;3:167-171 doi:10.1136/jnis.2010.002873. Treatment of an intradural aneurysm in the carotid artery. Five days post procedure, it was reported that the patient experienced worsening headaches, collapsed, and became unresponsive. The computed tomography (CT) scan of the patient's head demonstrated an acute subarachnoid and intraventricular hemorrhage (ivh) and subsequently the patient expired the following day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).